Manufacturer narrative:
(B)(4)

Event description:
It was reported via a call from the cardiac intensive care unit to the clinical support specialist (css) on (B)(6) 2014 at 11:18am est that the rn was calling to review recommendations regarding systemic heparin while the pt is on intra-aortic balloon pump (iabp) therapy. The css verified that the iabp was pumping with no alarms. The css explained that arrow does not make any recommendation regarding the use of systemic heparin and it would be up to the physician or hospital procedure to make that determination. Add'l info was received on (B)(6) 2014 at 8:32pm est from the css stating that they received a direct call from a different rn who was now caring for the pt. The pt was a female pre-transplant pt who had an iab-05830-lws inserted through the sheath via femoral artery without issue on (B)(6) 2014 for hypotension and tachycardia. The rn stated caring for the pt last evening and the pump had a few helium loss alarms. The rn said that changing the helium tank resolved that alarm. This evening those alarms started to occur against about 2 hours ago. The rn taking care of the pt at that time changed the helium tank again, but it did not resolve the alarm this time. Approx 45 min prior to this hot line call they switches the intra-aortic balloon pump (autocat2wave, serial number (B)(4)) console, but the helium loss alarms continues to occur approx every 5 minutes. The rn confirmed that all connections were secure and there was no blood in the helium driveline tubing. Pt was having occasional premature ventricular contraction's, but the rn said the alarms are not related to the pvc's. Alarms were occurring every 2-3 minutes during this call. The css explained that although there was no blood noted in the driveline tubing there could be an abrasion or kinking of the iab preventing the entire 30cc volume from getting back to the pump. The css instructed the rn how to remove helium from the iab; the helium loss alarms continued to occur with helium decreased to 24cc. The css explained that the volume may be safely decreased by 1/3 of the total volume, therefore this iab could be decreased to no lower than 20cc. The css assisted the rn to perform a helium leak test. The baseline remained stable throughout and the css explained to the rn that could indicate either a kink or abrasion above the level of the clamp. The rn will contact the physician with this info. The css also assisted the rn to perform the map calibration process. The css and the rn also discussed the different between helium loss alarm and low helium pressure and that changing the helium tank would not correct the helium loss alarms. On (B)(6) 2014 at 10:30pm est, called the rn back. The rn stated having no further alarms after the iab volume was decreased to 23cc. The rn said the md plans to evaluate and replace the iab in the morning if needed. The css reminded the rn to continue to monitor the driveline for any signs of blood as this would necessitate immediate removal. On (B)(6) 2014, at 1:00pm est the css spoke with the charge rn. The rn said the iabp continued with volume at 23cc and there have been no further alarms. The md planned to leave iab in place since it appeared that the issue resolved with the decreased volume. At 5:05 pm est, a call was received from another rn, caring for the pt. Helium loss alarms were occurring again frequently for the last hour. The css verified there is no blood in the helium driveline tubing. The rn took the iab volume down to 21cc and another helium leak test was performed. The baseline continued to remain stable. The css reviewed what this indicated and the rn was going to call the md with this latest update. The css reminded the rn that the volume cannot be taken down below 20cc as this would increase the risk of thrombus formation on the iab membrane. At 7:45 pm est the css returned a call to the rn. The rn said the iab was removed and is being saved for returned. The rn did not visually inspect the iab after its removal. The rn stated the pts' primacor infusion was increased for support and the pt was stable at this time. There is no report of pt death, complications or injury.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 30cc 8.0fr iab fiberoptix sensor (fos) assembly. The teflon sheath distal tip measured at 41cm from iab distal tip. The one-way valve was tethered to the short driveline tubing. Blood was noted on the outside of the bladder. No blood was within the bladder. The balloon membrane was fully unwrapped. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. There were no scrapes or gouges. The iab was submerged in water and leak tested. The iab failed. Air bubbles were seen exiting the fos connector. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. No resistance was encountered the swg was able to advance. The swg was back loaded through the iab distal tip. No resistance was encountered the swg was able to advance. No blood or debris exited with the swg. The cal key and fos were connected to the iabp and recognized. The bifurcate was cross-sectioned and it was noted that the fos fiber was not completely bonded when compared to a functional iab fos assembly. A device history record review was conducted for the lot number / serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss is confirmed. A leak was located at the bifurcate-fos junction. The fos pathway was not completely bonded allowing helium to travel through the bifurcate and escape via the fos connector. Nonconformance (B)(4) was initiated previously on a separate complaint to investigate the same issue.